Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed data consistent with a pump stop due to a driveline disconnection. The controller event log file contained events from (B)(6) 2025, per the timestamps. The log file captured a disconnection of the driveline on (B)(6) 2025 at 23:37:48, and the driveline remained disconnected for the remainder of the log file. Following disconnection of the driveline, the pump stopped and over the next hour a series of power cable disconnections, presses of the silence alarm button, and controller shutdown attempts were noted. The only notable event prior to the driveline disconnection was a brief no external power alarm on (B)(6) 2025 at 11:40:14 (see controller investigation). The alarm resolved and no other notable events were captured prior to the disconnection of the driveline. The pump appeared to function as intended throughout the log file. It was reported that the patient had coded, indicating cardiac arrest. It appeared that at that time the patient was connected to mobile power unit (mpu) power. It was reported that the patient passed away on (B)(6) 2025. The pump would not be explanted. The outcome was considered to be device or therapy related. The patient driveline was disconnected prior to passing. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and patient handbook, rev. A is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation. The patient had coded, indicating cardiac arrest. It appeared that the event log file data contained routine events from (B)(6) 2025 10:48:37 - (B)(6) 2025 15:56:52, and at that time the patient was connected to mobile power unit (mpu) power. The recorded data indicated there were no adverse events or active alarms prior to the driveline disconnect events. On (B)(6) 2025 11:40:08, the white power lead was disconnected from mpu power. At 11:40:14, black power lead was disconnected from mpu power. A no external power alarm flag was raised. The emergency backup battery (ebb) was used to support the system. At 11:40:43, the black power lead was connected to battery power. At 11:41:03, the white power lead was connected to battery power. No active alarm flags. At 23:37:48, a driveline disconnect alam flag. This event marked a true driveline disconnect event. The left ventricular assist device (lvad) would have been off from this time. At 23:40:05, a driveline disconnect alam flag was raised. A silence alarm button pressed event was recorded. The pump speed was recorded at 0 rpms. At 23:40:12, black power lead was disconnected from battery power. Driveline disconnect alarm was still active. The pump speed was recorded at 0 rpms. At 23:41:37, black power lead was reconnected to a battery with a higher charge status. Driveline disconnect alarm was still active. The pump speed was recorded at 0 rpms. At 23:42:22, a silence alarm button pressed event was recorded. The pump speed was recorded at 0 rpms. At 23:43:48 white power lead was disconnected from battery power. Driveline disconnect alarm was still active. The pump speed was recorded at 0 rpms. At 23:47:03, black power lead was disconnected from mpu power. A no external power alarm flag was raised. The ebb was used to support the system. The pump speed was recorded at 0 rpms. At 23:47:26, a silence alarm button pressed event was recorded. The pump speed was recorded at 0 rpms. At 23:48:13, the white power lead was connected to mpu power. The driveline disconnect alarm was still active. The pump speed was recorded at 0 rpms. There were a number of power source change events and silence alarm button pressed events recorded. On (B)(6) 2025 at 0:22:47, several system controller shutdown sequence events started and then aborted. At 0:35:41, a system controller shutdown sequence was completed. It was also noted that there were (44) silence alarm button pressed events recorded between the time of driveline disconnect event and the time of system controller shutdown. There were (11) system controller shutdown sequences started, then aborted during the time of driveline disconnect event and the time of system controller shutdown. Once the system controller was shut down on (B)(6) 2025 0:35:41, it remained inactive until it was connected to power module power on (B)(6) 2025 15:20:45. Additionally, it was reported that the patient passed away on (B)(6) 2025. The pump would not be explanted. The outcome was considered to be device or therapy related. The patient driveline was disconnected prior to passing.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.